Event description:
The surgeon inserted a plate silicone lens model aa4204vf. There was difficulty advancing the lens and the lens jammed. The lens haptic tore prior to insertion and the cause was unknown. The lens was not inserted, but there was patient contact. There was no patient injury.